Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the criteria for the right ventricular lead integrity alert were met, a lead noise alert was noted, and oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected. The analyst noted that 3477 of 5668 lifetime sic are recorded beginning (B)(6) 2013. The lead integrity alert (lia) was triggered on (B)(6) 2014 due to meeting the requirements for non-sustained tachycardia episodes and sic. A patient alert occurred on (B)(6) 2014 for lead noise. There are (B)(4) non-sustained tachycardia episodes, 1 noise episode, and 5 lead failure predictor events recorded between (B)(6) 2014 and (B)(6) 2014. The ventricular pace impedance rises from 437 ohms on (B)(6) 2014 to greater than 2600 ohms on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high impedance, oversensing, and a fracture was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).